Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no display issue was due to a communication failure caused by a charge-coupled device (ccd) failure. It is likely this failure occurred due to the parts being damaged and flooded. However, the specific root cause could not be determined at this time. The event can be prevented by following the instructions for use which state: do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation not confirmed. No image was determined to be caused by a faulty cable and the stopper failure was caused by a fracture of the cable boot. It was noted that the connector part electric contact was discolored, water tightness was poor due to a crack and deposits were found on the main body. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, the hd camera head did not display an image. It was also noted that the folding stopper was broken. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image.